Event description:
Patient reported an infection at the neck incision site and presented to the physician with drainage at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with crusting at the chest incision site. Upon cleaning the area, granulation tissue was revealed. Physician extended the patient's existing course of antibiotics.